Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated they removed the current battery and inserted a new battery and received an pump error alarm and a power loss alarm upon inserting a new battery into the insulin pump. Customer reported that down arrow and select button were not responsive. Customer was able to clear the power loss alarm and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.